Event description:
A malfunction was reported by the customer due to cold weather affecting the device. There was no adverse impact on the customer's blood glucose level. Technical support provided information to reset the pump, and the customer was able to successfully reset it. The malfunction did not reoccur, and the customer was advised to continue using the pump and contact support if the issue returned.